Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to respiratory failure and pneumonia.

Manufacturer narrative:
Section d4: model number, catalog number, and UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the patient¿s outcome could not be conclusively established through this evaluation. Additionally, a specific cause for the report of pneumonia could not be conclusively determined. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction of this document lists respiratory failure, local infection, and death as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. The heartmate ii lvas patient handbook, rev. C, contains several sections with information about how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.